Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood in the air lumen. Balloon, markerbands, and proximal bond showed no damage or irregularities. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, revealed no damage or irregularities in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 2.00mm x 20mm maverick 2 balloon catheter was selected for use and advanced to dilate the lesion. The balloon was successfully inflated twice. However, upon the third inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completely with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 2.00mm x 20mm maverick2¿ balloon catheter was selected for use and advanced to dilate the lesion. The balloon was successfully inflated twice. However, upon the third inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completely with another of the same device. No patient complications were reported and the patient's status was stable.